Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged low blood glucose after waking, treated with jellybeans, and then experienced another drop after breakfast; the user subsequently treated with apple juice and a cookie and acknowledged overtreating, resulting in a rollercoaster pattern without exceeding 180 mg/dl but with readings below 70 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to address the low glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of hypoglycemia; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. The user was advised to treat lows with 15 grams of fast-acting carbohydrates and recheck with a fingerstick after 15 minutes.